Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of cardiac tamponade and perforation are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in the mid right coronary artery (rca). A 3.5x33mm xience skypoint stent was implanted however during post dilatation with a 3.50x8mm nc trek balloon, upon expanding the proximal area of the stent, a perforation occurred and the patient experienced cardiac tamponade. It was determined that there was a calcium nodule that may have been impacted the expansion of the stent. A 4.0x19mm rx graftmaster stent delivery system (sds) was advanced however resistance was met with the guide liner and the shaft broke. The sds was simply removed and 3.50x19mm graftmaster was implanted along with balloon inflations to complete the procedure and seal the perforation. There were no adverse patient sequela and no clinically significant delay in the procedure; however, the patient was kept overnight for observation. No additional information was provided.